Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). It was noted that there was no catheter access port (cap) study planned. The patient was doing well with the current settings. The device was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8637-20 lot# serial# (B)(6), implanted: (B)(6)2023, explanted: product type: pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 15 mg/ml previously at 2.4 mg/day (currently 0.7 mg/day) and dilaudid 25 mg/ml previously at 4 mg/day (currently at 1.2 mg/day) via an implanted pump. It was reported that the patient underwent pump replacement on (B)(6)2023. It was reported the patient did have some crystallized tissue in the pump pocket and the doctor stated was potentially as a result of a pocket fill. A new pump segment was added to 8711 as the old was unable to get proper seal/connection on new pump. All else went well with procedure. This rep was made aware that patient was in intensive care unit (ICU) following possible overdose 48hrs after the replacement. It was noted the patient had since been recovering following pump being placed on minimum rate. It was reported the cause of the issue was unclear and the definite diagnosis, whether it was an overdose. All programming reviewed and no errors noted. The managing physician planned to do a catheter access port (cap) study when the patient was discharged. The old pump segment was discarded. The pump was placed on minimum rate per physician order. The personal therapy manager (ptm) was disabled. No further issues currently and the patient reported having good pain relief with the changed rate. The issue was not resolved at the time of this report and the patient's status was "alive- with injury" (patient was currently hospitalized following possible overdose vs stroke per doctor. Not a clear diagnosis yet). The patient¿s weight and medical history were asked and would not be made available. Additional information was received from a healthcare provider (hcp) on 2023-apr-26 indicated the patient had a pump revision and mentioned the patient might have a pain pump malfunction and has unintentional overdose as there was residue around the old pump. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2023-apr-27 indicated the reason for the replacement was normal end of service. The pump was not returned, and customer discarded. The cause of crystallized tissue was not determined, and the physician confirmed this. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2023-may-03 indicated the cause of the inability to get a proper/seal connection with the new pump was unknown. The physician had difficulty removing the pump segment from the old pump and then was unable to get a good seal when placing on the new pump. The reasoning for symptoms was still unknown. There was no clear diagnosis. Per the physician, the hospital called him thinking it was overdose due to the timing of the replacement and her symptoms. He gave orders to place on minimum rate. This was the only information given to the rep about the possible unintentional greater than prescribed meds. The patient was discharged; however, a catheter access port (cap) study had not been completed yet.